Event description:
The catheter was revised (reason for revision not reported). Afterward the patient had a cerebrospinal fluid leak. The patient was at home at the time of the report; her status was reported as fair. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.